Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. The patient underwent an explant procedure for the devices due to some anterior impingement, and heterotopic ossification likely loose talus. It was also noted that the patient experienced wound healing problems.

Manufacturer narrative:
The complaint could be confirmed, since the information for evaluation matches the alleged failure. Medical profession reviewed the received information and noted: we are able to confirm revision based on infinity talar dome loosening and subsidence. The surgeon states that: ¿the talus had either subsided or had aho around but did not appear to have great ingrowth regardless it was nonmobile, but we prided up and elevated it into position¿ which I would interpret as ¿subsided¿. No irregularities can be found in relation to any implant. No other irregularities can be found. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a patient factors issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. The patient underwent an explant procedure for the devices due to some anterior impingement, and heterotopic ossification likely loose talus. It was also noted that the patient experienced wound healing problems.